Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device produced scissored clips. Another device was used to complete the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.